Event description:
A nurse reported that during vitrectomy surgery the vitrector was not vacuuming (something seemed to be blocking the tip of the vitrector). The physician troubleshot the issue by unscrewing the tubing near the vitrectomy probe and attempted to vacuum some balanced salt solution fluid from the luer-lock end, which worked as expected. However, once reconnected to the vitrector, it did not function. A different vitrectomy pack was obtained, and only the vitrectomy probe/blue tubing was replaced, allowing the surgery to be completed on the same day without any further issues. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).